Event description:
It was reported to philips that there was an image processing malfunction on the system. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a procedure that was completed by stepping on the footswitch again. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an image processing malfunction. Upon troubleshooting, the fse analyzed the log file and discovered corrupted images received from image detection. The fse examined the image processing system and the host and suspected that the flat detector controller (fdc) fault was causing the black screen flicker on the system. To resolve the issue, the fse replaced the fdc. The defective flashlite high end kit was returned to philips for failure analysis. The cause of the flashlite high end kit failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the fdc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. A scenario where the imaging functionality is still available and the procedure can be completed on the same system is not likely to cause or contribute to death or serious injury if it recurs. The reported image processing malfunction did not impact the completion of the procedure. The procedure was completed as planned by stepping on the footswitch again, with no impact on the patient or user. Therefore, based on these investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.